Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted .

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2018 with inferior erosion in right eye. The surgery center noted that erosion was inferior but the anterior chamber was quiet and deep and cornea was clear. Steroids were administered, bandage contact lens was placed and topical steroid dosage was increased. The patient complained that over the last few days the right eye is becoming more painful. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -.75 x -2.50 x 90, left eye pre-op 20/20 -.25 x -3.25 x 85. Bcva from (B)(6) 2018: right eye post-op 20/30 .00 x .00 x 90, left eye post-op 20/30 .00 x .00 x 90.